Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with bleeding and cracked lcd glass. Unable to perform displacement test, operating current, self test, basic occlusion test, occlusion, prime/a33 and excessive no delivery test due to cracked lcd glass. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.